Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose and insulin pump alarmed no delivery. Customer's blood glucose was 345 mg/dl. Alarm was resolved with a completed set change. Customer stated the device didn't deliver insulin for three days. Customer attempted to treat with the device and it wouldn't lower. Customer reverted to manual injections, advised by nurse. Troubleshooting was performed. Customer stated there were dark squares near the tubing connector, prime was performed, and squares disappeared. It was assumed it might have been air bubbles. Manual prime was performed, insulin did exit. Customer did not have tubing clamp to perform high pressure test. Customer stated her blood glucose was over 600 mg/dl at one point treated with manual injection and in the morning it was 62 mg/dl. Customer stated the insulin pump would not turn on after 3 battery changes customer was advised to wait for a min and display did turn back on. No further information reported.